Event description:
It was reported that a patient underwent an ent procedure on an unknown date and a suture was used. The needle keeps popping off from the suture when it shouldn't. This happened twice. A third pack of suture was opened to continue with the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. The following information was requested, but unavailable:. - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. H3 investigation summary ==> the product was returned to ethicon for evaluation. One open sample with one undispensed strand was received for analysis. Product code vcp656g. Upon initial inspection, no issues related to the pull-off needle were observed in the returned sample. The needles were examined, and the swage and attachment area appeared as expected. The suture was dispensed without problems and examined along the strand to detect any issue related, no defects were observed during evaluation. This product code vcp656g contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull-off needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.